Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has not malfunctioned. The root cause of this incident is determined to be a use error. The employee of the contractor did not follow the manual "de-installation of MRI systems" ps0001797972 rev b. In addition to that, the site readiness check is executed prior to the initial installation of an mr system. Between installation and tear down of a mr system (several years), the cable duck could have been changed by the hospital several times without knowledge of philips. The cable duct is not part of the mr system. Since the issue occurred during the de-installation of the mr system, additional testing of the device was not possible to perform.

Event description:
Philips received a report that during de-installation of an ingenia 1.5 mr system, a contractor employee sustained a puncture cut to his wrist from the cable duct suspension while removing cables. The wound was reported with an estimated blood loss was 200-300 ml, there was no dizziness or fainting related to the blood loss. The employee went to the emergency room where the wound was treated by closing the wound with skin glue. The employee was not able to work for several days. No additional medical treatment was required. The injured wrist was the tech's dominant hand, left. No photo is available. A scar is reported to be limited and will fade in the coming months. There was no lasting impairment-no permanent damage no nerves affected. It was reported the area of the cut missed a main wrist vain by 1 cm and no nerves were damaged. It was reported the wound healed due to good hospital care. The reported injury meets the criteria for serious injury.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that during de-installation of an ingenia 1.5 mr system, a contractor employee sustained a puncture cut to his wrist from the cable duct suspension while removing cables. The wound was reported to have been bleeding with an unknown amount of blood loss. The employee went to the emergency room where the wound was treated by closing the wound with skin glue. The employee was not able to work for several days. The reported injury meets the criteria for serious injury.